Event description:
It was reported by the patient that the lead was "knocked out", and that "they couldn't get it set right." A follow-up investigation revealed that the patient's right atrial (ra) lead was suspected of being dislodged. The cause of the dislodge was not determined, however the patient had recently undergone a cardioversion procedure. A lead revision was performed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.